Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reap0823 showed no other similar product complaint(s) from this lot number.

Event description:
On 5/26/2016 - it was reported by complainant that the patient pulled out the PICC. During the procedure to replace the PICC with an over-the-wire exchange, the health professional noticed a large hole at the 5 cm mark of the PICC. No patient injury reported.